Manufacturer narrative:
The device was returned for analysis. The reported break on the proximal portion was not confirmed. The reported stretched coils was confirmed and likely interpreted as a break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appears to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that inadvertent mishandling of the guide wire during preparation caused the reported stretch and the appearance of a break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when purging the balance middleweight (bmw) universal ii guide wire before use, the proximal portion was noted to be broken but still held together by coils. The device was not used and there was no patient involvement. A new bmw guide wire was used to complete the procedure. No additional information was provided.